Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that their healthcare professional (hcp) told them that the "leads slipped". After this, the patient would experience a shooting pain when the implantable neurostimulator (ins) was turned on. It was unknown when this occurred but the patient stated that the ins worked well for the first 7-8 months. The patient had met with the manufacturer's representative for the issue but they could not help the issue with programming. The patient set up a time to meet with their doctor but never actually met with them to assess the issue. The patient was to have an MRI to assess the dangers there are in removing the ins. Follow up information received from the manufacturer's representative on (B)(6) 2016 reported that they did not remember any about a "lead slipping" and there were no notes of any complaints. The indications for use for the implanted device were noted as spinal pain and lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.